Event description:
It was reported that the patient felt tired and had no energy. The patient underwent a treadmill cardiac echo which noted far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The lead was reprogrammed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).